Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported via nbir left side reason for removal as "capsular contracture baker-grade 3,suspected/actual rupture/deflation,correction of assymmetry,change shape/size/style." The device has been explanted.